Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would intermittently "deliver too much insulin or not enough insulin" during bolus delivery. Customer's blood glucose was approximately 46- 390 mg/dl. Customer reverted to an alternate method of insulin therapy.